Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a tavr procedure, upon inflation of a 26mm sapien 3 valve, the commander delivery system balloon ruptured. The valve was deployed adequately. While attempting the remove the delivery system, "a lot" of resistance was encountered. When the delivery system was pulled out, the outer blue catheter (esheath) came completely out, but the inner core attached to the partial balloon (delivery system) remained in the patient. The physician then upsized the 14fr sheath to a 20fr sheath and a gooseneck snare was then used to grasp the distal end of the inner core of the delivery system. The entire unit, including the 20fr sheath, was then removed from the patient. Upon the removal of the delivery system, a "circumferential" tear was noted in the delivery system balloon. Following the device removal, an angiogram of the iliac arteries revealed a dissection in the right common iliac artery. A 9mm x 5mm stent and an 11mm x 5mm stent were placed in the dissected area. Final angiogram revealed brisk flow. Information concerning the annular diameter and degree of valvular calcification, and the access vessel minimum luminal diameter (mld) and degree of access vessel calcification and tortuosity was not provided.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was discarded and not returned to edwards for evaluation. Without the device return, visual inspection, functional testing and dimensional analysis were unable to be completed. DHR review was performed on the work orders most relevant to this event. None of the work orders revealed any manufacturing issues that could have contributed to this event. No deficiencies with the IFU or training manual were identified. Review of imagery provided was unable to identify a balloon burst, balloon separation or difficulty with the delivery system retrieval. The sapien 3 valve was fully inflated and no burst event or separation was able to be identified subsequent to the valve deployment and delivery system retrieval. During manufacturing, the delivery system undergoes multiple 100% inspections and verifications. Additionally, during product verification (pv) testing, balloon fatigue and subsequent balloon burst pressure testing is performed. All samples tested met the acceptance criteria. The inspections performed support that is unlikely that a manufacturing non-conformance was the source of the complaint. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the complaint of the ¿balloon burst¿, ¿withdrawal difficulty¿ and ¿balloon separation¿ could not be confirmed as the device was not returned for evaluation. A definite root cause for the event could not be confirmed. Previous investigations suggest that procedural factors (manipulation of the device), in addition to patient factors (valvular calcification) likely contributed to the delivery system balloon burst during valve deployment. It is possible that the balloon burst / separation likely contributed to the reported withdrawal difficulty. The minimum required vessel diameter for 14fr esheath is 5.5mm. In this case, the exact cause of the iliac artery dissection observed following the removal of the delivery system cannot be confirmed. Procedural factors (manipulation of the devices during withdrawal, withdrawal difficulties of the devices), in addition to patient factors (access vessel mld, vessel calcification, vessel tortuosity) likely contributed to the dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.